Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a deep inferior epigastric perforator (diep) flap procedure the clips came loose from the arteria mammaria interna and there was heavy bleeding with 1/4 liter of blood loss. The procedure was extended by 15 minutes. The surgeon needed to remove a piece of a rib.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: additional information received from the account stated that some clips were able to be fired from the device correctly and the loose clips were able to be applied to the tissue. The loose clips fell into the cavity, underneath the rib. A piece of the rib was removed to retrieve the clips. Currently the patient is okay. The device was thrown away and will not be returned for evaluation.